Manufacturer narrative:
(B)(6). The investigation results on the subject device revealed that 1 suture was received for evaluation. However, the complaint was not able to be confirmed, as the actual suture used in the procedure device was not returned per additional information received. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Without the full complement of the device or ancillary devices, no root cause determination can be made. No further investigation is warranted at this time. (B)(4).

Event description:
During a hip scope procedure, it was reported that the suture broke while the surgeon was passing in through the labrum. The surgeon used an arthropierce straight to pass it through and the arthropierce may have damaged the suture. It was reported that the facility has used the arthropierce since and no further incident has occurred. It was confirmed that the arthropierce didn't break the suture. It was upon insertion of the bioraptor knotless anchor. The procedure was completed using a back up device available. There was a 2 minute delay in completing the procedure.